Event description:
Hold for rw 3/17 it was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: my nicu team reached out to me because they are describing issues with the safety mechanisms of the 24g needles. Manf# 381412, so far the only lot number reported is 3013006. We had similar issues with the 22g needles several months ago. (B)(4). Can you identify the material and batch number? Lot number already provided. Can you provide in detail on the defect found on the products? No visable issues with the product. The product looks normal but the safety mechanism does not deploy when the button is pushed. Without this option, it is unsafe to pull the needle out and it leads to unnecessary manipulation of the IV site. Can you provide the total number of occurrence? No but we will begin tracking. Did the event involve an urgent/life threatening medical situation? These products are used in our oncology, peds, and nicu areas. This is a high risk population. I am not aware of it occuring in a life threatening situation but many of these, based on the population are urgent need. Was there any adverse event occurred? Failed insertion attempts was the defect observed in an unopened sealed package? No are the products involved in the event available for investigational purposes? If no, if possible, please provide picture/video of issue. We will begin collecting malfunctioning products as we are able to safely can you provide the exact event date? Intermittent issue starting approximately 10 days ago.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: my nicu team reached out to me because they are describing issues with the safety mechanisms of the 24g needles. Manf# 381412 so far the only lot number reported is 3013006 we had similar issues with the 22g needles several months ago. Additional info from customer: (B)(6) can you identify the material and batch number? Lot number already provided. Can you provide in detail on the defect found on the products? No visable issues with the product. The product looks normal but the safety mechanism does not deploy when the button is pushed. Without this option, it is unsafe to pull the needle out and it leads to unnecessary manipulation of the IV site. Can you provide the total number of occurrence? No but we will begin tracking. Did the event involve an urgent/life threatening medical situation? These products are used in our oncology, peds, and nicu areas. This is a high risk population. I am not aware of it occuring in a life threatening situation but many of these, based on the population are urgent need. Was there any adverse event occurred? Failed insertion attempts. Was the defect observed in an unopened sealed package? No. Are the products involved in the event available for investigational purposes? If no, if possible, please provide picture/video of issue. We will begin collecting malfunctioning products as we are able to safely. Can you provide the exact event date? Intermittent issue starting approximately 10 days ago.